Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. The patient returned six days later with a pericardial effusion that required pericardiocentesis. The patient remained stable and was discharged home.